Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of atrial lead the patient experienced tamponade and pericardial effusion due to lead perforation. It was indicated that the atrial lead and defibrillator lead interfered with each other, which would result in stress on the atrial wall and lead to perforation. Drainage was performed for removal of pericardial fluid but the symptom of feeling suffocated did not improve. The patient underwent open chest surgery, the atrial lead was explanted and plication was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.